Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer questioned low results from 1 patient sample tested for creatinine plus ver.2 (crep2), aspartate aminotransferase (astl), c-reactive protein (latex) ¿ crplx and alanine aminotransferase (altl). Based on the information provided, the results for crep2 and crplx were erroneous. The erroneous results were reported outside of the laboratory to the doctor, but were corrected very soon afterwards. The initial crep2 result was 0 mg/dl. The sample was repeated and the result was 1.14 mg/dl. The customer repeated the sample again and got either the same result or a comparable value but did not provide the specific result. The initial crplx result was 0.7 mg/l. The sample was repeated and the result was 82 mg/l. The customer repeated the sample again and got either the same result or a comparable value but did not provide the specific result. There was no adverse effect on the patient¿s diagnosis or medication. No adverse event occurred. The crep2 and crplx reagent lot numbers and expiration dates were not provided. The customer has not observed any further discrepant results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Calibration and quality controls were within the acceptable range. Based on the information provided the root cause is most likely due to a micro-clot in the sample leading to insufficient pipetting which could cause an erroneous low result.